Event description:
Event description cpi received information that this device was explanted due to a loss of output. The physician reported that the device had no output at a follow-up visit; however, output was available just before explant.